Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient just got a new pump implanted and thinks it turned off; she thinks ¿it cut off¿. Per the patient, ¿it was a mess¿ from the time they took the old pump out until the time they put the new pump back in. When the patient came out of surgery, the medication hadn¿t gotten to her back and she ¿had such contractions (nerve) that her legs would jump¿; the pain of the ¿nerve contractions hurt really bad; she could hardly talk, and her legs jumped up and down¿. It was starting again and the patient was scared. The patient was sleeping and woke up and all of a sudden she was feeling like this and stated that it was getting worse as she was trying to get to the bathroom. The patient stated that without her pump she couldn¿t stand it; the patient didn¿t know if she could take it without the pump. The patient wanted to someone to check the pump to find out if it was okay. The patient stated that the other day when she started having the muscle spasms in the hospital; they didn¿t check it. When the patient got home, she took her lyrica and they stopped. The patient had told her hcp (health care professional) about the issue when she was in the hospital. The patient was going back to the hospital where she gets her pump filled to see if they could check the pump. The device system was delivering clonidine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.